Event description:
Customer reported that "cable plugged into 'radical' that was missing a cable, no reading, alarming. Cable failure. Unsure if reprocessed". No pt incident reported. Reference vol # (B)(4).

Manufacturer narrative:
The customer facility name and contact info were not available. The unit was not returned to allow an analysis to be performed. If new info is obtained, a f/u report will be submitted no . Pt incident reported. This is a f/u to the user facility report. Submitted and received by masimo. (B)(4)